Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments/partial display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's wife reported via phone call that her husband fell and landed on his pump and broke the screen. The customer¿s blood glucose level was 120 mg/dl. The customer's wife stated that they were unable to read the insulin pump screen and pump is functioning as designed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.